Event description:
It was reported that a catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt anastomosis. A 6.0mmx40mmx40cm (4f) sterling balloon was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the device became stuck with a non-boston scientific (bsc) guidewire. The balloon and guidewire were removed together, and the procedure was completed with another of the same device. No patient injury was reported.